Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in anterior and posterior tibial artery. After a guide wire crossed the lesion, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. Another 1.5mm x 20mm x 142cm coyote es balloon catheter was used but it also ruptured during first inflation at 10 atmospheres. Moreover, dilatation was tried to perform with 2.00mm x 1.5cm x 140cm s-pcb flextome cutting balloon but it also ruptured during inflation at 7 atmospheres. Dilation was then performed using a non-bsc balloon catheter and the procedure was completed. There were no patient complications nor injuries reported.